Event description:
Caller reported a malfunction on the pump. The caller did not specify an adverse impact to their blood glucose level, and it was unclear if the levels exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.